Event description:
During coronary bypass grafting x4, mitral valve replacement, aortic valve replacement on 6/3, the codman coronary dialator 1.5 broke. Both pieces were retrieved and removed from field.